Event description:
Customer's device result=511 mg/dl and paramedics were called. Paramedics device result=170 mg/dl and they told pt they were. Customer was taken to the hosp and admitted for a day. No treatment given. Customer had taken morning medication. No controls used. Strips expired. A request was made for product return and replacement product was sent.